Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed reduction in flow and multiple low flow alarms. Analysis of the explanted pump by the site revealed the presence of a foreign material resembling a thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to an occlusion caused by thrombus formation, with contributing patient/clinical factors appearing to have impacted the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms including assessment of the patient and device status and the related potential actions. Sepsis and pump thrombus are known potential complications that may occur in patients implanted with vads as outlined in the instructions for use. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines and infection control measures. Based on the available information, the cause of this patient's sepsis and the relationship to the device cannot be determined. Sepsis is associated with hemostatic abnormalities including hypercoagulability, and as reported the thrombus is thought to have been caused by the sepsis. With review of the available information, there is no indication that the events are related to any device manufacturing or performance issues with clinical factors likely contributing to the sepsis and thrombus. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Pump was disposed at site.

Event description:
Information was received from luxembourg that the patient had sepsis and a low flow alarm. The patient was transfer to the ventricular assist device (vad) implant center ICU with a meeting scheduled with the family to discuss the next step. The perfusionist reported that the sepsis was suspected to be caused by clebsiella. Additionally it was reported that thrombus was suspected to have been caused by the sepsis. Inr was controlled. The patient was placed on extracorporeal life support (ecls) on (B)(6) 2015 for stabilization and the pump was exchanged on (B)(6) 2015. Post operatively the pump was disposed of after cleaning the thrombus out; therefore, the pump is not available for further analysis. Pictures were received showing what was reported as thrombus that was cleaned out of the pump prior to disposal at the site.